Event description:
It was reported that during a coronary artery stenting treatment procedure, while removing the delivery system, the stent dislodged at the sheath. A 3.5mm x 28mm cypher stent had been successfully deployed in the right coronary artery. The phsyician was then unable to cross the lesion with an express2 24mm x 4.0mm stent. The guide catheter was not seated well in the right coronary artery and the physician elected to retract the entire system including the guide catheter. A choice pt guide wire and a 7fr rbu medtronic guide catheter were used. During system removal the stent dislodged at the sheath. Attempts to snare the stent were unsuccessful and the stent remains in a small branch of the internal iliac artery. No pt complications have been reported. The pt's status is reported as "fine". The pt returned to the cath lab the next day and the physician was able to successfully stent the lesion with 2 smaller express2 stents.